Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter zip: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported two venflon pro safety 22ga 0.9mm od 25mm l had issues with the catheter splitting. The following information was provided by the initial reporter: "it was noted by two separate nurses on the same day using the above cannula that the same issue occurred. Whilst cannulating the patient they complained of an abnormal amount of discomfort during the process. Both nurses removed the pvc immediately and noted that the plastic inside the needle appeared to split leaving what looked like two cannulas."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported two venflon pro safety 22ga 0.9mm od 25mm l had issues with the catheter splitting. The following information was provided by the initial reporter: "it was noted by two separate nurses on the same day using the above cannula that the same issue occurred. Whilst cannulating the patient they complained of an abnormal amount of discomfort during the process. Both nurses removed the pvc immediately and noted that the plastic inside the needle appeared to split leaving what looked like two cannulas.".